Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect due to daylight savings time. Customer's blood glucose was 155 mg/dl. Reportedly, the customer corrected the time to resolve the issue. In addition, it was reported that an unexpected reset occurred. Reportedly, the customer reloaded the cartridge onto the pump and resumed insulin delivery.